Event description:
The inner package is a later expiration date than the outer package which is different than the first report but still a discrepancy. The box the swabs came in (quantity (B)(4)) has the exp of [redacted date]. Outer package h192: lot #n30494500 (B)(6) exp: [redacted date]. Inner package r220531: lot #n302783 (B)(6) exp: [redacted date]. This is the second batch of products we have found, different lot numbers, different expiration dates. See report [redacted number]. Escalated to bd again today. No recalls listed in onerecall. Manufacturer response for viral swab, universal viral transport for viruses, chlamydiae, mycroplasmas, and ureaplasmas (per site reporter) on [redacted date] and again today when additional product found with other lot/expirations.